Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that they had to change the tubing 3 days in a row and the tubing looked white and bent. The customer's blood glucose level was 480 mg/dl. The customer was unable to troubleshoot and was advised to call back to troubleshoot. Nothing was replaced or returned for analysis.